Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, material at the tip of the device dislodge and fell off. It was fell off in the patients cavity but retrieved by forceps. No x-ray was performed. They used another like device and it worked fine. There was no patient injury.